Manufacturer narrative:
The customer performed the required cleaning. The logs revealed that all control, environmental, and blank rlus were in the expected range. The customer also stated that they switched to capped workflow for sars-cov-2 on (B)(6) 2022 to avoid any potential contamination. No further issues have been reported to ts concerning this case.

Event description:
On (B)(6) 2022, a customer called hologic technical support (ts) to report discrepant aptima sars-cov-2 results. The customer indicated that on (B)(6) 2022, they observed low rlus in the 700s for 67 samples from multiple worklists. The customer reran 10 of these samples on (B)(6) 2022 with a new aptima sars-cov-2 kit (same lot) and obtained 5 positive and 5 negative results. Customer only provided 5 aptima sars-cov-2 worklists for hologic to review, with 1 discrepant result from each worklist. This report is for (B)(6). 1 sample's initial result is positive, retest is negative using assay lot 319059 on the panther instrument sn (B)(4). The other 4 worklists will be reported as 4 separate mdrs. The customer's remaining positive samples were sent to their account¿s sister facility and were rerun on a different panther instrument sn (B)(4). This account obtained 25/57 negative results. The customer confirmed, but did not provide further information to hologic, that retesting was done using the original tubes from the initial testing. Customer noted that overall, 30/67 samples that originally tested positive for sars-cov-2, resulted negative upon retesting. The customer confirmed that results for the 30 samples that were initially reported as positive were later corrected and reported as negative to the physician the following day after retesting was completed. The customer is not aware if any treatment was provided. Product application specialists (pas) reviewed the logs which did not reveal any reagent or instrument issues. Pas recommended that the customer perform cleaning of the lab benches and touch points and perform a run with 50 blanks. Pas noted that it is difficult to determine if these were low positive samples that did not repeat upon retesting or if the samples were mishandled/contaminated.